Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implanted pump for intractable spasticity. It was reported that the patient stated they were told by their doctor that they needed to have a test done to check if their pump was leaking and to see if the pump was leaking spinal fluid or fluid from the pump. The patient stated they had to have surgery done on (B)(6) 2024 for a spot that showed up on their spine where the incision site was but now the spot was back. The patient stated their doctor said they were told to contact their companyrepresentative (rep) to see why they haven't scheduled a test to check on this yet.